Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.8 bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon, the root cause of the "no image" issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the camera went black and only flickered an image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.